Event description:
It is reported that the device was implanted in 2005, and was explanted in 2008, due to the patient having limited flexion.

Manufacturer narrative:
Eval summary: no product returned for evaluation. Also, x-rays are available for review. The surgeon chose to use cr anterior constrained poly in place of cr poly to correct the problem of limited flexion. The problem appears to be related to the choice of implant type and not with the cr poly implant itself. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.